Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014- product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no pump defects were observed during investigation. The meter was not returned with the pump. A review of the pump¿s black box revealed no indication of issues. The pump¿s total daily dosage correlated to the user programmed basal rate. The pump successfully completed a delivery accuracy test, prime sequence and 24-hour exercise test without issue or alarm; no issues with inadvertent bolus delivery were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging their blood glucose (bg) was between 24 and 350 mg/dl and no memory of the previous 24 hours. It was reported the patient was treated at an emergency room and released. The patient reported the pump¿s history indicated no alarms, no suspensions of pump function, correct total daily doses and prime history for the previous 3 days, and 3 boluses delivered on (B)(6) 2014 in the early morning. It was reported the first bolus of 5.45 units of insulin occurred after a bg reading of 350 mg/dl and was followed 30 minutes later by 2 additional bg readings and subsequent boluses. The patient reported they did not have a recollection of performing the 3 bg readings and boluses. The patient reported the pump¿s basal settings, advanced feature settings, and time and date were set properly. The patient reported their physical activity had increased recently and after the hypoglycemic event, the pump¿s basal rate was decreased by their healthcare provider. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia possibly related to delivering excess bolus amounts. There was no allegation that the pump malfunctioned had occurred.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.